Event description:
During evaluation, an infusor was found to leak from the welded area of the volume indicator port. This condition occurred after filling, during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. Baxter received one device for evaluation. Visual examination of the device noted no signs of physical abnormality. During functional testing, a leak was observed at the welded area of the volume indicator port. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and a leak test identified a leak at the welded area of the volume indicator port located inside the housing after the reservoir was refilled with green color water. The cause of the reported condition was that the ultrasonic welder failed to make an adequate weld of volume indicator to its port. The welders have been recalibrated.